Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the users reportedly received an unspecified error code when the referenced device reportedly was at the uterus and noticed that the teflon pad had detached. The device was said to have been activated on soft tissue. The users reportedly had been advised not to continuously activate the device after the tissue had been cut. The intended procedure was said to have been completed with no pt injury reported.

Manufacturer narrative:
Olympus f/u with the sales rep to obtain add'l info regarding this report. The sales rep reported that there had been no device fragment dislodged into the pt's body cavity as a result of this incident. The device referenced in this report was returned to olympus for eval. The referenced device was evaluated with an esg-400 generator and passed the probe check without any errors noted. There were some minor tissue buildup on the probe and in the jaw. The teflon pad was melted, damaged and separated from the jaw. There was no fracture or damage observed on the probe. There was restriction noted on the wiper movement due to tissue buildup. However, the consistency of the movement of the handle and the jaw was fine. The referenced device had been forwarded on to the original equipment MFR for further eval. The device instruction manual states, warning: the probe tip and grasping section of the thunderbeat instrument wear due to ultrasonic vibrations. Care should be taken to avoid activation of ultrasonic energy when tissue is not present between the grasping section. If excessive wear occurs during the procedure, it may cause accidental destruction or deterioration of sealing/cutting performances. This report is being submitted as a medical device report in an abundance of caution.